Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI # (B)(4). The customer will evaluated the device. The customer was only provided a battery to repair the device.

Event description:
The customer reported that the ventilator had a battery fault. The ventilator was not in use on a patient at the time of the event occurred. Event date not specified; estimate used.